Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('menorrhagia') in a 37-year-old female patient who had essure (batch no. B63037-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic bronchitis, asthma, bursitis, chronic hepatitis c, degenerative disc disease, dysplasia, gestational hypertension, breast reduction, loop electrosurgical excision procedure and wisdom teeth removal. Concurrent conditions included body mass index normal. Concomitant products included celecoxib (celexa), escitalopram oxalate (lexapro), fluticasone, labetalol hydrochloride (normodyne) and salbutamol (albuterol) for asthma and chronic bronchitis, meloxicam, nsaids from november 2013 to may 2019 and paracetamol (acetaminophen) from november 2013 to may 2019 for bursitis as well as alprazolam, dicycloverine (dicyclomine) from 6-jun-2017 to 6-aug-2017, medroxyprogesterone acetate (depo provera) from 6-nov-2013 to 1-feb-2014, norethisterone (norethindrone)21-aug-2017 to september 2017 and pantoprazole from 6-jun-2017 to 6-aug-2017. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), pelvic pain ("pain") and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 3 years 9 months after insertion of essure. The patient was treated with surgery (ablation: (B)(6) 2017 and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, depression, anxiety and dysmenorrhoea had not resolved and the pelvic pain was resolving. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on an unknown date: device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: surgery (ablation) were ticked for event vaginal bleeding and menorrhagia and concomitant medication updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown'), vaginal haemorrhage ('abnormal bleeding vaginal') and menorrhagia ('menorrhagia') in a 37-year-old female patient who had essure (batch no. B63037-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic bronchitis, asthma, bursitis, chronic hepatitis c, degenerative disc disease, dysplasia, gestational hypertension, breast reduction, loop electrosurgical excision procedure and wisdom teeth removal. Concurrent conditions included body mass index normal. Concomitant products included celecoxib (celexa), escitalopram oxalate (lexapro), fluticasone, labetalol hydrochloride (normodyne) and salbutamol (albuterol) for asthma and chronic bronchitis, meloxicam, nsaids from (B)(6) 2013 to (B)(6) 2019 and paracetamol (acetaminophen) from (B)(6) 2013 to (B)(6) 2019 for bursitis as well as alprazolam, dicycloverine (dicyclomine) from (B)(6) 2017, medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2014, norethisterone (norethindrone) (B)(6) 2017 and pantoprazole from (B)(6) 2017. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), pelvic pain ("pain") and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 3 years 9 months after insertion of essure. The patient was treated with surgery (ablation: (B)(6) 2017 and hysterectomy with bilateral salpingectomy). Essure was removed on 29-apr-2019. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, depression, anxiety and dysmenorrhoea had not resolved and the pelvic pain was resolving. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on an unknown date: device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-apr-2020: quality safety evaluation of ptc. On 26-mar-2020: no new information. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('menorrhagia') in a 37-year-old female patient who had essure (batch no. B63037-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic bronchitis, asthma, bursitis, chronic hepatitis c, degenerative disc disease, dysplasia, gestational hypertension, breast reduction, loop electrosurgical excision procedure and wisdom teeth removal. Concurrent conditions included body mass index normal. Concomitant products included celecoxib (celexa), escitalopram oxalate (lexapro), fluticasone, labetalol hydrochloride (normodyne) and salbutamol (albuterol) for asthma and chronic bronchitis, meloxicam, nsaids from (B)(6)2013 to (B)(6)2019 and paracetamol (acetaminophen) from (B)(6)2013 to (B)(6)2019 for bursitis as well as alprazolam, dicycloverine (dicyclomine) from (B)(6)2017 to (B)(6)2017, medroxyprogesterone acetate (depo provera) from (B)(6)2013 to (B)(6)2014, norethisterone (norethindrone) (B)(6)2017 to (B)(6)2017 and pantoprazole from (B)(6)2017 to (B)(6)2017. On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced vaginal haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), pelvic pain ("pain") and dysmenorrhoea ("dysmenorrhea"). In (B)(6)2014, the patient experienced depression ("depression/ psych injury") and anxiety ("mental anguish"). On (B)(6)2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 3 years 9 months after insertion of essure. The patient was treated with surgery (ablation: (B)(6)2017 and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2019. At the time of the report, the device dislocation, depression, anxiety and dysmenorrhoea had not resolved and the vaginal haemorrhage, menorrhagia and pelvic pain had resolved. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on an unknown date: device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome for the event pelvic pain, menorrhagia and vaginal bleeding was updated as recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown') in a (B)(6) female patient who had essure (batch no. B63037-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic bronchitis, asthma, bursitis, chronic hepatitis c, degenerative disc disease, dysplasia, gestational hypertension, breast reduction, loop electrosurgical excision procedure and wisdom teeth removal. Concomitant products included alprazolam, dicycloverin (dicyclomine) from (B)(6) 2017 to (B)(6) 2017, medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2014, pantoprazole from (B)(6) 2017 to (B)(6) 2017 and salbutamol (albuterol). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), pelvic pain ("pain") and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criterion medically significant), 3 years 9 months after insertion of essure. Essure treatment was not changed. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, pelvic pain, depression, anxiety and dysmenorrhoea had not resolved. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Hysterosalpingogram - on an unknown date: device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2019: update of ptc information (batch is not valid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.